Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: blood tubing broke. Detailed inquiry description: upon completion of blood transfusion and upon pressing the door open button on the IV pump (00099729) blood began to run out of the pump. Upon further inspection it was noted that the IV tubing had a tear in it at the point where the green slide clamp is that goes into the pump. IV tubing disconnected from patient and placed in biohazard bag. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.